Manufacturer narrative:
Requests for product return have been completed. At this time, the product has not been returned and there is no return tracking number available, which would suggest the product is enroute to be returned. If the product is returned at a later time, this event will be reopened and updated accordingly.

Event description:
Boston scientific received information that this pacemaker device previously had a 2 years remaining battery longevity. Recently, the device had reached elective replacement time (ert). No changes made. Additional information obtained from the field which indicated that the device was programmed appropriately and device had an 8 years battery longevity. The device was explanted for normal battery depletion (nbd). No additional adverse patient effects were reported.